Event description:
It was reported that the atrial lead had an episode of noise and oversensing. Impedance and threshold remain stable. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.